Manufacturer narrative:
A complaint was received alleging that a clamp was flaking. The suspect device was returned for evaluation. Visual inspection of the device identified surface flaking, which may be indicative of a plating-related issue.

Event description:
Flaking.